Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: (B)(6) reports an adverse event of non-union. The event was of moderate severity, unlikely related to the device and unlikely related to the procedure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history record revealed no complaint related anomalies. A manufacturing and/or product investigation could not be performed as no product was received.